Event description:
The endologix graft was deployed and part of the inner cannula broke off in the pt and became lodged in the left iliac. As a result a coil embolization was required. Reason for use: ischemia left leg.